Manufacturer narrative:
The returned inserter was evaluated. The tip was found to have fractured off in a manner consistent with a torsion failure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage. Reference report 3004485144-2017-00117.

Event description:
It was reported that two button lock inserters were found worn during a kit inspection outside of any surgical procedures. There was no patient impact. Upon evaluation by the manufacturer, the tips of both inserters were found broken. This is report one of two for this event.